Event description:
Report #3 of 3 received that the female adapter on the tubing set cracked and leaked. The customer reports three incidens occurred with a patientwhile infusing diprivan at an unspecified delivery rate. The patient was admitted in 2001 with an unspecified diagnosis. The IV access was reported as a "centrally placed" PICC line. Four days later, at 10:30am, about 4-6 hours into the infusion, the nurse noted "significant blood back-up in the line". The tubing was changed immediately. It was "noted to be cracked in the female end." During the tubing change, the male end broke (unspecified component). The extension set was changed and almost immediately it was reported that blood backed up again significantly and also leaked out into the patient's bed. Blood loss estimated to be about 15cc. At set-up, there was no crack noted in the third set and no leaking was noted. Later, at 13:15pm a leak was noticed by the x-ray technician and the nurse was notified. The clinician flushed the PICC line and the line was patent. The nurse reported while changing the extension set the connecting hub broke off from the unspecified tubing set and the complete tubing and extension set were changed. (#3) at 16:00pm leaking was noted at the extension set and the hub was cracked. The complete tubing set-up was changed and the PICC line was flushed and no further problems were reported. There was no reported adverse patient sequelae.